Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the ablation procedure, the patient suffered from a pericardial effusion while ablation being performed. Cardiopulmonary resuscitation, pericardiocentesis, and urgent surgery were performed to stabilize the patient.